Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarm while bolusing with the pump. The customer's blood glucose (bg) level was 177 mg/dl. However, at the time tandem technical support was contacted, the bg level had not yet lowered and the customer used an insulin pen to address bg level. The customer indicated would use the pump until replacement arrived.